Manufacturer narrative:
The peritoneal dialysis cycler was returned for evaluation and found to be working according to product specifications. Evaluation of the cycler found no device malfunction or a failure that would have caused the reported iipv. Evaluation of the stored treatment data of the cycler found no additional device malfunctions. The treatment prior to the reported large drain 3 indicates that the cycler functioned within specification. The pt did not experience any adverse effects as a result and the cause of the large drain could not be determined.

Event description:
Review of a peritoneal dialysis (pd) pt's treatment data sheets revealed an increased intraperitoneal volume in drain 3; data provided below: the reported drain 3 volume of 4713 ml was 189% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill.